Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the electricity went out for a few seconds. When the power returned, the mode had converted to a different mode. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The ar notified the customer and recommended to look into backup operating room (or) power or to clamp the infusion line during fluid air exchange (f/ax). The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 8, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event of power loss of the system can be attributed to a power outage of the site. (B)(4).